Event description:
It was reported the pt had the device replaced. The hcp was concerned about the device longevity. No parameter history was reported. No symptoms or outcome were reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is for complete as of the date of this report. A follow-up report will be sent when the analysis is complete.